Event description:
Baxter reported finding a crack on the minicap and povidine leak after applying for 2 minutes. No patient injury or medical intervention was indicated at the time of the initial report.